Manufacturer narrative:
Tandem¿s t:slim x2 user guide describes how to remove air from the cartridge using the syringe. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer changed their infusion set and the occlusion alarms continued. The customer's blood glucose level was 200mg/dl and a correction bolus via the pump was delivered to address the bg level. A system check was performed using the current supplies and an air bubble was observed in the infusion tubing; the pump performed as intended. No damage was noted to the cannula. Reportedly, the customer withdraws the cartridge air using the incorrect procedure and uses pump supplies for 4 days. Tandem technical support educated the customer on the proper way to remove the cartridge air and advised the customer to monitor their pump. A follow up call was declined by the customer.